Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. Information provided indicated the user experienced resistance when advancing the wire guide through the obstructed area. The instructions for use caution the user not to use the oasis if the wire guide or stent cannot advance through the strictured area. The information provided indicated enough force was used to cause the introducer to kink and buckle when resistance in removal was encountered. If the introduction system receives excessive pressure during an attempt to place the stent, damage to the introducer such as kinks and buckled areas can occur. Damage to the introduction system could have contributed to the reported difficulty with introduction system removal. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of this nature. No further corrective action warranted at this time because the report was unable to be verified and the information provided suggests this report is related to product handling factors. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic biliary stent placement, the physician used a cook endoscopy oasis - one action stent introduction system. During advancement of the wire guide through the obstructed area, resistance was encountered. The stent was advanced into place and when removal of the introduction system was attempted, resistance was encountered. Enough force to cause the introduction system to kink and buckle was applied. Due to introduction system removal difficulty, the stent was dislodged from position and was able to be removed simultaneously with the introduction system. Nothing had to be retrieved from the patient. Another stent was placed to complete the procedure. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects as a result of this observation.